Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: unknown at this time. Visual analysis of the left-sasi device revealed no significant damage or visual defects. The device shows moderate wear, which is consistent with multiple uses in a clinical setting. A functional evaluation was performed. The assessment found that the left-sasi saw clamp lever articulated freely without the saw wing fixture engaged. However, during functional testing with the fixture attached, undesired movement or play was observed between the sasi clamp and the sasi itself. Additionally, it was noted that minimal force was required to open the saw clamp lever while the saw wing fixture was engaged. The overall complaint was not confirmed as the observed condition of the velys saw interface left would not contribute to the complained issue. The issue related to the looseness or play is related to design and has been escalated to a CAPA. The assignable root cause could not be established since no problem was found.

Event description:
It was reported that the robotic assisted saw interface device was damaged. During an in house engineering evaluation, it was determined that the device had undesired movement/play between the saw interface clamp and the saw interface itself. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.